Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removed difficulties were encountered. The physician implanted a taxus express2 3.50x 20 mm drug eluting stent in the moderately tortuous left anterior descending artery. The balloon catheter was not able to be pulled out so was stuck inside the stent. The physician tried to pull the balloon out and the stent was pulled out with the balloon catheter. No pt complications were reported. The procedure was completed with another of these devices. Additional info has been requested.